Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid right coronary artery that is 90% stenosed. The 3.5x48mm xience skypoint stent delivery system (sds) failed to cross along with a guide extension catheter due to anatomy. Resistance was noted during removal with anatomy. The procedure was completed without any treatment. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.